Event description:
While trying to disconnect a bifurcated enteral feeding tube extension, the clinician was unable to disconnect it from the feeding tube. The enteral feeding tube connection became stuck and the clinician was unable to twist the connector off, requiring removal of existing feeding tube and insertion of a new feeding tube which was causing discomfort to the infant. The fused feeding tube and extension set was sequestered and sent to biomedical for analysis and reporting. Manufacturer response for enteral feeding tube extension set, enfit (per site reporter): manufacturer provide an incident number and instructions for return of device for analysis and reporting back to us. Manufacturer response for feeding tube, enfit (per site reporter): return the fused feeding tube along with the extension set. Unable to retrieve part number or lot number on feeding tube.